Event description:
Information was received indicating a pump with a cadd cassette reservoir attached alarmed "no disposable". It was reported the end user switched the cassette to a backup pump and got the same alarm, a new cassette was then mixed and connected to the pump which resolved the alarming. No adverse patient effects were reported. No additional information is available.

Event description:
Information was received indicating a pump with a cadd cassette reservoir attached alarmed "no disposable". It was reported the end user switched the cassette to a backup pump and got the same alarm, a new cassette was then mixed and connected to the pump which resolved the alarming. No adverse patient effects were reported. No additional information is available.